Event description:
Consumer complaint of erratic results. Back to back blood tests during call gave results of 182 mg/dl and 118 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).